Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, impedance measurements of greater than 3000 ohms, and loss of capture. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing, pacing inhibition, impedance measurements of greater than 3000 ohms, and loss of capture. The lead was therefore surgically abandoned and replaced. No additional adverse patient effects were reported. Additional information received reported that there was a visible fracture of the lead via fluoroscopy and was noted to be due to clavicular crush. No additional adverse patient effects were reported.